Manufacturer narrative:
Patient weight not available from the site. UDI not available for this system. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the gantry collided with a step on the operating room (or) floor during movement from the parking position to the image acquisition position. It was reported that after the collision, a verification image acquisition could be performed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Following the procedure, the gantry door could not be closed and the tilt motion of the gantry could not be performed.